Event description:
A revision surgery was planned using the blueprint planning feature due to a loose stem.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.